Manufacturer narrative:
Based on the claim against the product by the customer noting that mbf instrument was partially cracked and failed to fire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mbf instrument was analyzed and found that a segment of the conductor wire of the instrument was dislodged at the grip-crimp location. The wires were exposed. The wire insulation was not damaged near the dislodged wire. The instrument failed an electrical continuity test on two out of three attempts. Root cause is attributed to a component failure. Additional inspection found charring and localized melting on the bipolar yaw pulley due to potential arcing from the dislodged conductor wire. This is related to the primary issue. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument failed an electrical continuity test on two out of three attempts. On one attempt, it passed electric continuity when the instrument grips pointed at a yaw position. The instrument was placed and driven on an in-house system. The instrument failed the energy delivery test. The root cause of this failure is attributed to mishandling or misuse. As part of analysis, further inspection found insulation damage to the conductor wire at the distal end (opposite side of the dislodged conductor wire). The wire not exposed upon visual inspection. This observation is unrelated. The instrument failed an electrical continuity test on two out of three attempts. The root cause of this failure was typically attributed to mishandling or misuse. Review of the provided image was performed; however, no conclusive determination could be made based on the quality of the photo and this analysis. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage. In addition, thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was partially cracked and failed to fire. The procedure was completed with no reported injury with a backup mbf instrument.